Event description:
It was reported that the user¿s spouse received a device alert that blood glucose was falling quickly and was advised to administer 5¿10 g of fast-acting carbohydrates. Symptoms included hypoglycemia with a low of 67 mg/dl. Outcomes included the need for oral glucose intervention without medical facility evaluation. Investigation included complaint review, user interview, and review of available device and event information. Investigation of this case revealed no device malfunction reported and user counseling on hypoglycemia management was provided. It was concluded that the cause of the hypoglycemia was unclear and that user education on prompt carbohydrate treatment was appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.